Event description:
It was reported that a user of the ilet bionic pancreas experienced episodes of hyperglycemia, sometimes in the morning and sometimes after meals, which were also present before pump use, with a reported blood glucose of 222 mg/dl and no symptoms. Symptoms included no reported clinical effects. Outcomes included no medical intervention, hospitalization, or device alerts or alarms. Investigation included review of user reports and case triage for additional training and escalation to clinical support on a business day. Investigation of this case revealed no device alarms or malfunction reported, and the cause of hyperglycemia remained unclear, with user education indicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and user-related factors could not be ruled out. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.